Event description:
It was reported there was strong resistance with withdrawal of the guidewire hoop. The guidewire was pulled by power "from a hoop" and the tip of the guidewire was destroyed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): unraveled (guide wire).